Event description:
It was reported that the subject device was not used in the case, but water came out when it was taken out of the sterile bag, so the device was sent for rewashing and re-sterilization without being used. The user also reported that there was a possibility that cleaning agents, lubricants, and water were not completely removed during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.